Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the customer to confirm that there were no underlying issues. The customer declined a site visit for the incident at the time and would be returning the broken mega suturecut needle driver instrument for evaluation. No site visit was conducted. Isi has not received the instrument for failure analysis investigation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the mega suturecut needle driver instrument broke in the patient while installed on arm 3. The nurse called the technical support engineer (tse) after the procedure to report the issue. The tse viewed the system logs and found error 23007 for universal surgical manipulator (usm) 3 pointing to a failed wiggle test during instrument engagement. The tse confirmed with the nurse that all broken instrument pieces were recovered. The nurse confirmed that after the broken instrument pieces were recovered; they replaced the instrument on arm 3 and the system functioned without any errors or issues for the remainder of the case. The case was completed as planned. The tse advised the nurse to return the broken instrument and all associated pieces for failure analysis. The customer would return the broken instrument and associated pieces. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mega suturecut needle driver instrument was inspected prior to use with no damage noted. The surgeon was suturing when the device fragment fell inside the patient. The surgeon did not know the cause of the fragment falling issue. The instrument was only in use for a few seconds prior to the issue. The surgeon noticed that the instrument was not grasping the needle during the procedure. The instrument did not collide with any other instruments or other hard materials during the procedure. Fragments did not fall inside the patient, only the wire broke on the instrument. The instrument wrist was straightened when the instrument was removed prior to breakage and the staff did not feel any resistance. Upon final removal of the instrument, the wrist was straightened and the staff did not feel any resistance through the cannula. The staff did not notice any damage to the cannula or the instrument after the event occurred. There were no fragments during this event and this was confirmed through surgeon visualization. No post-operative tests were performed to check for remaining fragments. The patient did not return to the hospital experiencing any post-surgical complications.

Event description:
Refer to h10/h11 for follow-up information.